Event description:
Detail: (B)(6) 2022 at 12:00am= infant's mother reported "small pink spot" on infant's arm. Registered nurse came to bedside and observed fluid leakage at PICC line insertion site on left arm with wet dressing and wet area in infants' bed where his arm was resting. Found catheter to be leaking from the hub. Md was called and visualized the leak when catheter was flushed with normal saline. Catheter was removed. Catheter was examined further and a crack line was visualized on the hub.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.